Event description:
It was reported that the patient experienced syncope. It was noted that the right ventricular (rv) lead exhibited r wave undersensing during an arrhythmia. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.